Event description:
(B)(4). Third device reported under medwatch MFR report # 8010762-2014-01103.

Manufacturer narrative:
Importer report # (B)(4) was submitted previously. Datascope product: medwatch MFR report # 2248146-2014-00439. Reference exemption #(B)(4).